Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2007. During the procedure, the device lost pressure slowly over time. When the catheter was removed from the patient, the catheter was found to have a hole in the balloon. The procedure was successfully completed with a second catheter with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.